Event description:
It was reported that a pump, "when connected to either ac or dc power, will power on and off constantly until power is removed". The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of the event is unknown.